Event description:
The pt called lfs and alleged that her meter was reading inaccurately low. The pt performed a meter to lab comparison. The pt's meter read 11.1 mmol/l and the lab result was 187 mg/dl. The tests were performed within 10 minutes. She reported that prior to testing, she experienced symptoms of shaking and sweating. When the 11.1 mmol/l reading is converted, it equals 200 mg/dl. This comparison does fall within the 20% specifications. The pt did not receive any treatment. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. Based on the information provided, it is possible that the meter may have experienced a power interrupt issue, which can lead to spontaneous change of the unit of measurement. There is no evidence, however, of the meter contributing to a serious injury. A new bottle of control solution is being sent to the patient.